Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, keyboard was sticking and would not allow user to login. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the keyboard was visible in diagnostics. The customer reported that some keys on the keyboard were not responding. The field service engineer (fse) remotely accessed the station and verified the keyboard drivers. The keyboard was visible in diagnostics and tested as fully functional. After a power cycle, the keyboard recovered, and all keys responded normally. The keyboard was confirmed to be fully functional. The system functioned after the field service engineer repaired the device.